Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump reservoir had leak from reservoir barrel and o-rings. Customer stated that the insulin pump had fluid in reservoir compartment and strong smell of insulin from insulin pump. And far more strong than before hand. Customer stated that the insulin pump had an insulin flow block and got maximum delivery. Customer stated that insulin pump had scratches or it was worn on insulin pump's screen but he was able to see the display. Customer stated that they performed self test and insulin pump did pass it. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.